Event description:
It was reported that the left calf support would swing outwards and would not lock in place because the abduction ring gear was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted because the investigation concluded the cause of the left calf support not locking in place was that the abduction ring gear was damaged.

Event description:
It was reported that the left calf support would swing outwards and would not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.